Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device reached eri prematurely. Due to the patient's dependence, it was discussed to replace the device as soon as possible. No information regarding patient condition was provided.